Manufacturer narrative:
A follow up was made to the customer, during which the customer confirmed that the subject device would not be returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not producing an image during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event was unable to determine as the device did not return for evaluation. Repeated attempts were performed to obtain additional information from the reporter but were not successful. If additional information is obtained a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A follow up was made to the customer, during which the customer confirmed that the subject device would not be returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus camera head was not producing an image during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.